Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hematoma and hemorrhage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the bleeding and hematoma on the steerable guide catheter. It was reported that this was a mitraclip procedure to treat grade 3+ degenerative mitral regurgitation (mr). On (B)(6) 2018 two xtr mitraclips were implanted through the steerable guide catheter via the right groin access site reducing mr grade to 1+. The patient was discharged home on (B)(6) 2018. On (B)(6) 2018 the patient returned to the clinic with a hematoma and bleeding at the right groin access site. The bleeding resolved on its own without intervention. The patient was discharged home after a few hours. The hemoglobin value was stable. No additional information was provided.